Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer also stated they were hospitalized due to hyperglycemia on (B)(6) 2018 at 2.00am with blood glucose value was 203 mg/dl. The customer blood glucose level was 430 mg/dl at the time of incident and the current blood glucose level was 115 mg/dl. The. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because blood glucose was high and went to hospital they used intravenous insulin therapy and blood glucose levels went down. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir. Assisted customer to performed the high performance test which was passed. The device will not be returned for analysis.